Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2015 was 21 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion, cognitive impairment, and severe headache. It was reported that the patient was treated by emergency medical services and was then hospitalized, receiving glucose tablets/gel, intravenous fluids, food and drink, and other unspecified treatment. The reporter noted the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates. Reportedly, the bolus history did correlate appropriately to the total daily dose bolus history. This complaint is being reported because the serious injury was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 12/01/2015-product analysis: the device was returned and evaluated by product analysis on 11/17/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last bolus occurred on (B)(6) 2015. The pump¿s total daily dose record was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.